Event description:
It was reported that the user experienced difficulty pairing a new dexcom g6 sensor and transmitter with the ilet system, where after entering the sensor, transmitter code, and serial number, the app displayed start sensor and then showed searching for transmitter; the user was instructed to toggle settings and wait for pairing, and education and troubleshooting were provided. Symptoms included no reported adverse physiological effects. Outcomes included no alerts or alarms and no impact to health.

Manufacturer narrative:
Investigation included customer interview and technical troubleshooting. Investigation of this case revealed that the issue was not reproduced during the call and the responsible device was not identified. It was concluded that the event involved a pairing failure with indeterminate root cause and that the system operated as designed after user education.